Event description:
A customer contacted baxter technical services(bts) regarding assistance with the cassette tubing not fitting into the bag connection on the homechoice machine(hc). The home patient(hp) stated he got a new cassette and connected the same bag he was trying to connect to the previous cassette. The new cassette was left open to air for a short time and wanted to know if it was okay to use the bag. The technical service representative(tsr) advised the hp to start over with new supplies to avoid any risk of infection. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). On (B)(6) 2012 product surveillance contacted the home patient (hp) regarding this event. Per the customer the sample was discarded and a lot number was not provided, therefore no evaluation or batch review could be performed. There was no patient injury or medical intervention reported. This report for a connection issue was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.